Event description:
Info received indicates the siderail will not latch due to a missing latch shoulder bolt.

Manufacturer narrative:
The technician installed a new shoulder bolt to repair the stretcher.